Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
No patient involved. Enduser alleges sam300p unit powers on by itself; fsca unit.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2010. The reported problem, of the device switches on automatically, was attributed to a membrane failure. The random nature of the events stored in the memory and the 10 minute time outs, would suggest a failing membrane. Experience has shown that it is reasonable to conclude that these symptoms may be attributed to a membrane failure. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
No patient involved. Enduser alleges sam300p unit powers on by itself; fsca unit.